Event description:
Pt reported that his blood glucose has been elevated (200-300mg/dl, normally 120-150mg/dl) since switching to his new device. Additionally, he reported that he used 40.4u insulin to prime his new infusion set, which normally requires 20u. No error messages were generated by the device. Pt reported that he has been self-treating by bolusing and adjusting his basal rates to compensate for elevated blood glucose.